Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility street address reported as (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that was treated for hip fracture with existing prosthesis on (B)(6) 2021, with a broad curved lc (locking compression (lc) plate. On an unknown date, the patient fell down; the plate broke immediately under the tip of the hip shaft. Patient underwent revision surgery on (B)(6) 2022. Procedure was completed successfully. This report is for a 4.5mm ti curved broad lcp plate 16 holes/300mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9, h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) broad curved broken). Visual analysis of the returned sample revealed that the lcp 4.5/5 broad curv 16ho l300 ti was found to be broken near the hole #9, fragments were returned. The surfaces of the broken sections appear to be partially smoothed, this condition is most likely due to constant friction between the fragments before removal. A dimensional inspection for the lcp 4.5/5 broad curv 16ho l300 ti was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp 4.5/5 broad curv 16ho l300 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 426.662. Lot # 87p4296. Manufacturing site: grenchen. Release to warehouse date: 02 february 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.